Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results for 3 patient samples on a cobas e 801 analytical unit. On (B)(6) 2026, sample 1 had an initial result of 60.0 ng/ml. The sample was repeated twice and the results were 16.6 ng/ml and 14.9 ng/ml. On (B)(6) 2026, sample 2 had an initial result of 115 ng/ml. The sample was repeated twice and the results were 57.7 ng/ml and 56.5 ng/ml. On (B)(6) 2026, sample 3 had an initial result of 35.7 ng/ml. The sample was repeated twice and the results were 23.2 ng/ml and 25.1 ng/ml.